Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 37mg/dl. It was stated that the customer was experiencing unexplained low glucose during dinner, but the customer ate a good dinner. It was stated that the customer was having diabetic seizures when the paramedics were called. The customer's most recent glucose reading was 105mg/dl, and she has treated with food and glucose tablets. The caller believes that his spouse may have over counted or miss-entered the carbohydrates. Advised the caller to contact the doctor regarding the settings as well making adjustments to the settings. No further info was provided.